Event description:
Patient reported after injection with juvederm ultra plus xc in the nasolabial folds, they experienced "massive cold sores on the inside of the nostrils on both sides" 3-4 days later. Botox was concomitantly injected "in between the eyes" and patient reported that the "botox is [now] gone" and when the injection physician injected it, they "hit a blood vessel". The patient elaborated on this statement noting, they now have "massive pain on the right side" of the head, "near [the] temple". During follow up with the injecting physician they stated they did not confirm the event as reported by the patient. Patient sought treatment from their primary care physician, who prescribed acyclovir approximately 4 days after symptom onset. Additional information provided by the primary care physician noted the reason acyclovir prescribed was due to the possibility that "cold sores can go to your brian". Symptoms resolved three weeks after treatment with acyclovir commenced.